Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's spouse called back to provide information regarding the customer's passing. The customer passed away at home. The customer was not wearing the pump at the time of passing, over 48 hours before the passing. The caller stated that the customer had urinary tract infection that may have led to the customer's passing. The customer was taken off the pump by hospital staff. The customer had a new pump that they never used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The customer was hospitalized for pneumonia and had a low blood glucose event, had seizures, and never recovered. The cause of death was unknown. The caller stated that the customer had pneumonia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The notifier did not indicate whether they would return the insulin pump for analysis.